Event description:
It was reported by the customer that she was hospitalized for diabetic ketoacidosis and high blood glucose levels. Blood glucose level at the time of hospitalization 775mg/dl. Customer was treated with a saline and insulin drip while hospitalized. Customer declined troubleshooting of the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.